Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the screen failure occurred due to a printed circuit board (pcb) failure. For cause of the pcb failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found screen failure. Furthermore, the following additional issue was identified during inspection: scratches on the screen and poor image due to liquid crystal display failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high-definition lcd monitor had screen failure. The issue was found during inspection for use. The device was not used. There were no reports of patient harm.